Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During patient treatment the lpm of the rotaflow is off. No patient injury. The rotaflow drive and the rotaflow console [complaint (B)(4)] and will be investigated.

Event description:
Internal reference: (B)(4). Autonumber:(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The rotaflow drive was investigated by the manufacturer emtec: diagnosis of emtec:" no errors or problems were found. The rfd has passed all tests." The device was also checked by the getinge field service technician: reading rotaflow drive was correct. No issues during test. System test performed according to the service protocol. The failure was not reproducible. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(4). This complaint will be closed because of lack of information of the ssu sent via email on the 2018-05-16. If new information will be received this complaint will be re-opened.

Event description:
Internal reference: (B)(4). Autonumber:(B)(4).